Manufacturer narrative:
A visual inspection was performed on the returned device. The sheath was partially complete and the distal end was kinked. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the exchange sheath was not properly applied to the clip applier during step 1. It should be noted the starclose instruction for use (IFU) states: click1: connect the starclose exchange sheath to the clip applier. The IFU deviation contributed the reported complaint and noted damages. Additionally, the starclose se device was used in an area of calcified plaque. It should be noted that the IFU also states: do not deploy the clip in areas of calcified plaque. The IFU deviation did not contribute to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: failure to follow steps / instructions. H6- medical device problem code 1494: patient selection.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a percutaneous transluminal coronary angioplasty interventional procedure with a 7f sheath. Reportedly, the exchange sheath was not properly applied to the clip applier during step 1. This caused the device to come out of the patient during step 3. Manual compression was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Returned device analysis found that the sheath was partially complete [failure to cut sheath]. No additional information was provided.